Event description:
Burr tip broke off in frontal sinus during surgery. Break occurred 2cm from the burr tip. No injury. Pt was not harmed. Tip was immediately retrieved from the pt.

Manufacturer narrative:
Device not returned as of (B)(4) 2012. No actual injury reported. No other complaints on file for this item number in 2 years. DHR reviewed and revealed no problems.